Manufacturer narrative:
Vyaire complaint #: (B)(4). The vyaire failure analysis laboratory received the gas delivery engine and performed a failure investigation. The reported issue was duplicated and was isolated to a damaged o2 sensor cable. The vyaire failure analysis lab (fa lab) also evaluated the o2 blender assembly. The fa lab determined the o2 blender assembly was not the cause of the reported problem. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint #: (B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated and was isolated to a damaged o2 sensor cable. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the measured fio2 out in the circuit was 30% when the fio2 was set to 21 on the avea ventilator. The rt dept did not indicate if vent was on patient or not however no patient harm was reported to the biomed.